Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device as returned for repair. This device has not been serviced in the past. Review of event history found cassette not attached properly alarm. Visual/functional testing was performed. The reported problem was duplicated by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.